Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device inappropriately shut down and upon repower of the device, the device failed self test for defib/pacer. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.